Event description:
Gilmour gs, martino d, hunka k, lawrence p, kiss zht, bruno v. Response to thalamic ventralis intermedius nucleus deep brain stimulation in essential tremor vs. Essential tremor-plus. Front neurol. 2021;12:790027.10.3389/fneur.2021.790027. This is a retrospective chart and video review evaluating vim dbs outcomes by comparing changes from baseline in the fahn-tolosa-marin tremor rating scale part b (ftm-b) for the treated limb between patients with et and et-plus at follow-up examinations.  Twenty-six patients were included: 13 with et, 13 with et-plus. There were no significant differences in the change in ftm-b scores between the et and et-plus patients at each follow-up examination. Reported events: 1 patient's device was temporarily removed and re-implanted later after a delayed erosion at the ins site 3 years post-operatively. 1 patient had an early superficial infection managed with antibiotics. 1 patient had a intraventricular hemorrhage during implant that did not influence outcome. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.